Event description:
It was reported while using a trans aid lifter with sling the spring latch part of the hook on sling was not working correctly; it apparently did not close when lifting the patient. Information is very vague. The d.o.n. Is not sure if attendants were using the equipment correctly or if the sling was on right. She is new at the facility and is still investigating alleged incident.